Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/09/2016 with the following findings: a review of the black box and alarm history showed a cs 069 call service alarm. During testing, the pump was powered on and emitted a cs 069 call service alarm immediately. The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.